Event description:
(B)(4). Stabbing pelvic pain, discharge, hot flashes, painful ovulation, spotting after sex, incontinence, frequent urination, breast pain, spasms in pelvic area (something moving), 70 pound weight gain, panic attacks at night, severe bloating, mood swings, tingling in body/hands, bowel issues, hair growth, insomnia, thyroid issues, vision blurred( blood work completed), dry skin adrenal problems.